Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses and was symptomatic. The right ventricular (rv) lead and the implantable pulse generator (ipg) exhibited oversensing noise and inappropriate pacing inhibition. It was noted that the header issue was suspected. The implantable pulse generator (ipg) and right ventricular (rv) lead were explanted and replaced. No further patient complications have been reported as a result of this event.